Event description:
It was reported that the user experienced hypoglycemia overnight after a late snack that was not properly announced, leading the algorithm to deliver multiple corrections based on an underestimated carbohydrate entry, followed by a subsequent low recurrence that required additional intake; nuisance alarms occurred during the night. Symptoms included hypoglycemia. Outcomes included use of oral glucose and user education. Investigation included review of device data and event history with troubleshooting and education on accurate meal/snack announcements. Investigation of this case revealed insulin stacking from corrections with insulin on board during sleep, consistent with algorithmic response to underreported carbohydrates rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors were contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.